Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "recurring seroma formation", breast "lump", and "severe capsular fibrosis" (baker grade unspecified). Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "recurring seroma formation", "discomfort", breast "lump" and asked "is this a warranty case with v.a. Bia-alcl?" Healthcare professional later reported "only severe capsular fibrosis was found" (baker grade not specified). This record is for the right side. The device has been explanted.